Event description:
Adverse event: stenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B) (6)2009, the patient underwent stenting in the predilated, moderately calcified right posterior descending artery lesion with three xience v stents. On (B) (6)2010, the patient was admitted to the hospital for increasing shortness of breath and other unspecified symptoms that were similar to those experienced prior to the index procedure. A nuclear stress test showed possible ischemia in the inferior wall resulting in a diagnostic coronary angiography and percutaneous coronary intervention in the target lesion. An ECG and cardiac enzymes showed no myocardial infarction. The patient's condition resolved on (B) (6)2010 and the patient was discharged. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4): the stent remains in the patient. The lot number was provided. A follow-up will be submitted with any relevant information. The rx xience v 2.5 x 28(part #1009539-28/lot #8082761) and rx xience v 3.0 x 28 (part #1009541-28/lot #808156) mentioned were filed under MFR report# 2024168-2010-01308.